Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no significant anomalies. The ins battery had reduced capacity due to over-discharge. Analysis of the lead, lot # v463337029, found the conductor had broken within 10cm of the connector area.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# v(B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) and a paddle lead were removed from the patient. The patient hadn't done anything with the ins in a year and it could not be read with a clinician programmer. It was also reported that the device "never worked right" for the patient. The patient felt "shocking for 12 hours" and that the lead "burned through her skin." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
No analysis to be performed until authorized by legal department.

Event description:
Additional information received reported the cause of the event was not determined. The patient¿s stimulator was removed and no malfunctions were noticed. The patient recovered without sequela. After the device was removed the patient underwent a lumbar fusion surgery on(B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.